Event description:
Boston scientific received information that right ventricular (rv) lead detected intermittent high out of range shock impedance measurements. No adverse patient effects were reported. The patient will be monitored. As of today the lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.